Event description:
As reported via the (B)(4) registry, a patient experienced "slow flow" and a transient ischemic attack (tia) during the procedure. At the time of the index procedure, angiography revealed 90% stenosis in the proximal left internal carotid artery. The lesion was 30 mm in length and mildly calcified with no thrombus noted within the lesion. The reference vessel was 5 mm in diameter. Pre-procedure rankin and nih stroke scale scores were 0 and the patient was asymptomatic. A 6 mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A precise pro rx was implanted at the target lesion with 20% residual stenosis. Following stenting, the patient experienced slight slow flow and the sudden onset of a tia with the symptom of right hemiparesis and inability to move the right arm. The physician felt that the symptoms may have been related in some way to the filter basket (malaposition or filter occluded with debris), so aspiration thrombectomy was performed. There was no thrombus or debris in the basket. There was no angiographic evidence to suggest there was a problem with the stent or filter. In addition, IV fluids were increased, and apressoline and vasostec were administered. The angioguard was removed and the symptom resolved. The total duration of symptoms was 5 to 8 minutes. A non-cordis embolic protection device was deployed beyond the stent and the stent was post-dilated. The patient left the angiography suite without neurological deficit and was discharged the following day. According to the investigator, the event was related to the index procedure and not cordis product.

Manufacturer narrative:
Concomitant medications included aspirin, clopidogrel, bivalirudin (intra-procedure), and heparin (intra-procedure). Concomitant devices included precise pro rx stent (catalog# pc0740rxc, lot# 15344678). Additional information will be submitted within 30 days of receipt. This is one of two device associated with this event. The manufacturer report numbers are 1016427-2012-00104 and 9616099-2012-00409.

Manufacturer narrative:
As reported via the (B)(6) registry, a patient experienced "slow flow" and a transient ischemic attack (tia) during the procedure. At the time of the index procedure, angiography revealed 90% stenosis in the proximal left internal carotid artery. The lesion was 30mm in length, 5 mm in diameter and mildly calcified, with no thrombus noted within the lesion. Pre-procedure rankin and nih stroke scale scores were 0 and the patient was asymptomatic. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated followed by deployment of a precise pro rx stent with 20% residual stenosis. Following stenting, the patient experienced slight slow flow and sudden onset of a tia with the symptom of right hemiparesis and inability to move the right arm. The physician felt that the symptoms may have been related in some way to the filter basket so aspiration thrombectomy was performed and it was noted that there was no thrombus or debris in the basket. There was no angiographic evidence to suggest there was a problem with the stent or filter. In addition, IV fluids were increased, and apressoline and vasostec were administered. The angioguard was removed and the symptom resolved within 5 to 8 minutes. The patient left the angiography suite without neurological deficit and was discharged the following day. According to the investigator, the event was related to the index procedure and not cordis product. The patient's medical history included hyperlipidemia, clinical copd, CABG, history of smoking, diabetes mellitus, coronary artery disease, and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two device associated with this event. The manufacturer report numbers are 1016427-2012-00104 and 9616099-2012-00409.